Event description:
The customer reported that the paramedics were call due to her low blood glucose. The customer stated that she fell and the mother called them to her house, but she declined to be taken to the hospital because she started to feel better. The customer mentioned that her body has so many low blood glucose that her body does not recognize. The caller stated that she drank punch and ate two glucose tablets and about twenty minutes later she was at 59mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.